Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was emitting a tone and would not fully power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (emitting tone, will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (u102 and u105) on c/a board sn (B)(4). The flash memory had an intermittent bga connection at pin a25. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4)2013. Results will be monitored. No adverse event resulted from the defective memory. The patient received a replacement monitor.